Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had several issues. Customer¿s blood glucose was unknown at the time of incident. Customer reported that the insulin pump battery does not last long, cracks on the display, motor had a grinding noise, and had an off no power without warning. Customer declined troubleshooting. Insulin pump is not expected to return for analysis.

Manufacturer narrative:
Device was received with a cracked lcd window and a cracked case at the display window corner. Device passed the idle current measurement, run current measurement test, self test, off no power test, rewind, basic occlusion, prime/a33 and displacement test. Device was received with normal operating currents. Device was monitored and no unexpected power off without notification, no unexpected battery power loss, low battery alert, low reservoir alarm, rewind anomaly noted during the testing. However, device was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. Unable to perform the a21 error test, occlusion and excessive no delivery test due to motor error alarm. No grinding motor noise noted during the testing. (B)(4).